Event description:
The customer contacted stryker to report that their device would power up intermittently when connected to the ac power adapter. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to the stryker redmond for further evaluation. The depot technician observed that the customer's devices powered up when attached to a test acpa. The product analysis center (pac) reviewed the electronic records and observed an excessive acpa switching, pointing to a faulty acpa. The customer's acpa was not returned to stryker for evaluation and therefore the reported issue could not be verified or duplicated and a conclusive root cause could not be determined. Stryker advised the customer to replace their acpa to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would power up intermittently when connected to the ac power adapter. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.